Event description:
The customer reported the system is displaying a charger failed error message. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the battery charger and associated circuit boards. System operates as intended. (B)(4).